Event description:
Customer called on (B)(6) 2011, reporting of erroneous high platelet (plt) values generated on unicel dxh 800 coulter cellular analysis system, when compared to those obtained on the lh 750 instrument. Customer reported that the higher plt values obtained on the dxh 800 contained no instrument generated flags for platelet clumping even though platelet clumps were observed by manual smear. No platelet estimate was performed. Customer stated that no erroneous results were reported out of the lab. Customer considered the lower plt results from the lh 750 instrument to be correct because the results were consistent with the patient's previous results. No death, injury or affect to patient treatment resulted from this event. Customer did not request service for this event. Root cause for this event is unknown. However, platelet clumps are known interferences for the dxh 800.

Manufacturer narrative:
Conclusion: root cause for this event is unknown. However, platelet clumps are known interferences for the dxh 800. Service was not requested by customer.